Event description:
Medtronic received info that this bioprosthetic aortic valve was explanted due to recurrent aortic stenosis after approx 4 years of service. Upon explant, calcification with poor leaflet motion was noted. The valve was replaced with no reported adverse pt effects.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: upon receipt, all leaflets are slightly stiff but flexible and intact. Leaflet thickening is noted along the free margins and lunula of all cusps. Clear granular thrombotic appearing host material lines the belly of all cusps on the outflow. Remnants of an thrombotic appearing host material is noted in left cusp striations adjacent to the left right commissure and right cusp adjacent to the right non-coronary commissure. Glistening off white pannus is noted on the existing sewing ring extending along the inflow margins of attachment into all inferior coaptive areas and 1 to 2.5 mm onto al cusps reducing the inflow orifice area. Radiography shows trace mineralization in the host material adjacent to the non-coronary cusp and belly of the right cusps. The DHR for this device was reviewed and no issues were shown that would have impacted this event. Conclusion: the analysis of the device shows that the event was primarily caused by pannus overgrowth, a known condition attributed to the pt. The device was explanted and replaced without reported adverse pt effect.